Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmic surgeon reported that during surgery, a mist appears on the back of the crystalline lens during fluid air exchange. This disappeared after irrigating with balanced salt solution or back flush. The mist came back as soon as the surgeon passed under air again. Additional information provided by a company representative who clarified that the event occurred during posterior segment surgery. Additional information has been requested. This is one of three reports being filed for the same facility. This report is for the second of two phakic patients.

Manufacturer narrative:
Evaluation summary. The system was functioning as intended. The company representative discovered the reported event occurred, due to temperature effect, which is ancillary to the system. The root cause was attributed to the ancillary temperature effect. (B)(4).

Manufacturer narrative:
Evaluation summary. No further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. The product met specifications at the time of release. The root cause cannot be determined conclusively. (B)(4).